Event description:
It was reported that the system 6800 had no fluoro function. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board was defective and was replaced. To maintain circuit board version compatability the single board computer was also replaced. The system was tested and found to be working as intended and placed back into service.